Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 690 mg/dl. The customer was hospitalized for diabetic ketoacidosis and was treated with insulin. The customer reported no known permanent damage. As the customer believed that the occlusions were possibly caused by scar tissue at the infusion ste, the customer declined to trouble shoot with tandem technical support.

Manufacturer narrative:
Additional information received indicated that the customer was discharged from the hospital two days after admission. The customer confirmed that the occlusions were due the site location as there was scar tissue. The customer has not received any further occlusions and the blood glucose level has been below 200 mg/dl. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.